Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity and multiple sclerosis. It was reported on (B)(6) 2019 that examination revealed fluid at the pump site. 2ml of cloudy yellow and red fluid was aspirated. On (B)(6) 2019 the patient contacted the clinical reporting their incision had opened and was draining yellow and clearfluid. The patient thought they could see the device with an area of redness. The cultures from may were reviewed and revealed morganella morganii ssp morganii-scant growth. The patient was scheduled for a pre-operative visit for system explant. On (B)(6) 2019 1ml of fluid was aspirated. During scheduled explant (due to infection) on (B)(6) 2019 surgical observation noted that the pump had eroded through the inferior pocket. It was noted they proceeded with explant. On (B)(6) 2019 the pump and proximal segment of the catheter were explanted/not replaced. The device disposition was returned to manufacturer. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was fluid at pump site, pump pocket infection, and pump pocket erosion. The patient's weight was (B)(6) pounds. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was pump pocket. The event date was (B)(6) 2019. No further complications were reported/anticipated.